Event description:
A medtronic representative reported a 6.5 tap, from a demonstration set, that had bone stuck inside it when it was returned. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement 6.5 tap shipped (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported, the tap is clogged. The material blocking the tap is not visible from either end. This mechanical failure, occluded device, directly caused the event.